Manufacturer narrative:
The customer noticed that there was some dust on the power board and other components. The customer removed the board, cleaned the dust, and re-installed. The issue was resolved. The customer also reported that the unit was turned on/off multiple times, let the unit run for over an hour and no issues were found again. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
The customer reported there was no patient involvement at the time the issue was discovered. The issue was noticed during pre-use check.

Manufacturer narrative:
Report date: 10jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device is displaying check vent alarm - alarm led failure. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse provided parts ID for the power switch overlay and discussed installation. The investigation is ongoing.